Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Two days after the onset of peritonitis the patient was hospitalized for the peritonitis event. One week after hospitalization the patient was discharged from the hospital. The cause of the peritonitis event was unknown. The patient was treated with unknown intravenous antibiotics during hospitalization and vancomycin intraperitoneally after hospitalization. The patient was retrained in aseptic technique. It was not reported if dianeal therapy was ongoing. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.